Event description:
Synergy china registry. It was reported that atherosclerotic heart disease occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 55 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm overlapped with 3.00 mm x 32 mm synergy stents systems. Following post-dilatation, the residual stenosis was noted be 0%. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with atherosclerotic heart disease and was hospitalized for further treatment. Surgery was performed to treat the event. Four days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.

Manufacturer narrative:
B5: describe event or problem: updated describe event with additional information.

Event description:
(B)(4) registry. It was reported that atherosclerotic heart disease occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 55 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm overlapped with 3.00 mm x 32 mm synergy stents systems. Following post-dilatation, the residual stenosis was noted be 0%. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with atherosclerotic heart disease and was hospitalized for further treatment. Surgery was performed to treat the event. Four days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that the surgery to treat the event involved coronary angiography with a single catheter.

Event description:
Synergy china registry. It was reported that atherosclerotic heart disease occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 55 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm overlapped with 3.00 mm x 32 mm synergy stents systems. Following post-dilatation, the residual stenosis was noted be 0%. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with atherosclerotic heart disease and was hospitalized for further treatment. Surgery was performed to treat the event. Four days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that the surgery to treat the event involved coronary angiography with a single catheter. It was further reported that angiography without revascularization was performed, and medication was given to treat the event.